Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurate readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 3:19am, she obtained readings of "53, 121, 110mg/dl" on the lfs meter, greater than 20 minutes of one another. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on 05/02/2013 at 3:30am, she had something to eat or drink. The patient reported at an unknown time she felt symptoms of "extremely hungry and thirsty." The patient denied receiving any medical intervention in response to her symptoms. The patient denied testing her blood glucose on another meter. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site for obtaining the sample. The patient was found to be using the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hyperglycemia.